Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# h846070201, implanted: (B)(6) 2013, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(6), ubd: 18-oct-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (1000 mcg/ml at 372 mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was replaced due to the physician judgement for early replacement at the time of catheter revision, in stead of bringing him back at the end of 2025 for a pump replacement. No pump issues reported. The catheter was revised after unsuccessful dye study. The cause of the event was unknown. However, there was noticeable kinks at time of surgery under x-ray and when the pump. Opened. The patient stated that he had increase spasticity in (B)(6). His managing doctor increased his baclofen daily pump dose a few times with no noticeable improvement. The referred for dye study in (B)(6). The issue was resolved. The catheter will be replaced. The patient medical history were stroke and intractable spasticity.